Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device failing defib portion of ops check/battery not detected. There was no reported of patient involvement.